Event description:
It was reported that the pump had a broken syringe handle. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked by the tube holders on top case, broken bottom case and badly broken the whole plunger assembly. Black panasonic capacitor on the main board. Error history log review found a force sensor test error. The root cause of the reported issue was found to be the whole plunger assembly was found badly broken. The pump had been dropped or mishandled by customer. Actions were taken to mitigate the reported issue: replaced both right and left plunger assembly and reassembled the whole plunge assembly. Performed power up process and all functional testing which passed.